Event description:
According to the reporter, during pt use, arcing was observed at the electrodes and use of the machine was stopped. A backup defibrillator was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.